Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in the USA alleging the meter would not turn on. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.